Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that upon interrogation, it was noted that the battery voltage declined more rapidly than usual, prematurely to eri. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. No high current drain sources were detected throughout testing. The device was found to be normal. The device was returned to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the reported premature battery depletion.